Event description:
It was reported by the company representative that he spoke with the surgeon. The company representative noted that the surgeon stated he had been thinking about the m106 implant case and how maybe he (the surgeon) was not giving his patients enough time to go all the way under after the anesthesia was administered. It was reported by the company representative that the surgeon is very fast at performing vns implants and the surgeon can typically perform the surgery in about 35 minutes. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Detailed operative notes were received and reviewed by the manufacturer. It was noted by the surgeon that after the patient was closed, device diagnostics were performed and excellent readings were noted. It was also noted by the surgeon there were no complications. There was no mention of patient movement during diagnostic testing. No additional relevant information has been received to date.

Event description:
It was reported the patient was in surgery to have a m106 vns generator implanted. Upon diagnostic testing of the vns, the patient began to wake up and move, even though he was under anesthesia. The surgeon asked the anesthesiologist to put the patient in a deeper sleep. Diagnostics were run again and the patient began to move and jostle. The movement was noted to happen about halfway through the system diagnostic sequence. The surgeon asked to put the patient in an even deeper sleep. The surgeon and the company representative waited about 5 minutes, then ran diagnostics for a third time. During the third diagnostic test, the patient did not move. Additionally it was reported the surgeon is very concerned that running diagnostics is somehow potentially interfering with another nerve that is awakening the patient from their anesthesia sleep. It was noted the movement was only happening when running system diagnostics.

Manufacturer narrative:
Serial #, lot #, and exp date; corrected data: this information was inadvertently left off of supplemental MFR. Repot #02. Device manufacture date (mo/day/yr). This information was inadvertently left off of supplemental MFR. Repot #02.

Event description:
The DHR was reviewed and found complete and the device passed all testing prior to distribution.